Event description:
It was reported the device was used during a thoracotomy procedure. It was reported by the affiliate that the reload fell from the device (the reload did not fall into the pt). There was no pt consequence.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell from the instrument" during surgery. The instrument was returned in good physical condition. The cartridge retention feature was measured and was found to be within design specification. The instrument was dry fired with the returned cartridge and functioned properly. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.